Event description:
Pt placed on bed. Approx two hrs later bed noted to be partially deflated. Maximum inflation button pressed without response. Bed noted to then reinflate over approx a fifteen minute time span, but did not maximally inflate. Pt moved to replacement bed.